Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported when the endoscope needle was withdrawn, it was noticed that the needle did not fit fully into the needle sheath. The endoscope was then removed with the needle out. The needle was not reused. The issue occurred during a diagnostic echoendoscopy for mediastinal adenomegaly. When another needle from the same lot was used, the same problem arises. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.